Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. It is unknown if there was patient or user injury, or any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and a trigger assembly failure was determined as the cause of the run-on condition. The assembly was replaced and the handpiece was returned to the customer.